Event description:
It was reported the customer had a frozen display. Customer also stated their buttons were unresponsive. The customer also reported receiving a threshold suspend alarm. It was found the customer's buttons became unresponsive when the alarm occurred. It was also found the alarm was recurring after the customer had removed their battery for five minutes. The customer could not recall any significant events leading to the keypad issues. Customer's blood glucose was 66 mg/dl. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received in with intermittent button response due to corroded keypad traces. The unit was monitored and no auto off feature, frozen display, blank screen or time advancing anomaly observed during testing. Damages to the reservoir tube tlip, battery tube threads, lcd window and reservoir tube window also noted.